Event description:
Per the audiologist, the patient was explanted due to a staph infection, the infection cleared before the patient was reimplanted. The patient was explanted in 2008, and was reimplanted with a new device in 2009.